Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, during on-site visit the device failed internal leakage test and pressure transducer test. The issues have been solved by replacement of the expiratory membrane and seal, which was deformed. The device was delivered to the user in working condition. The reporting of this complaint was based on available information that indicated a malfunction that may affect essential functions. Further provided information revealed that the issue was related to expiratory cassette. We do not consider issue with expiratory cassette or any of its part as a safety related, as expiratory cassette is only measuring and will not affect ventilation.